Manufacturer narrative:
Ertas g, betul erer h, memet, ersek s. Early lotus transcatheter aortic valve thrombosis. Interventional cardiology (2017) 9(3): 113-115. Date of event : the first day of the year the article was published was used as an estimate. (B)(6).

Event description:
It was reported via journal article that lotus valve thrombosis occurred. A 23mm lotus valve was successfully implanted. After an uneventful post operative period, the patient was discharged on day 3 on 100 mg aspirin and 75mg clopidogrel. The patient was advised to stop clopidogrel after 3 months. Two months following the implant of the 23mm lotus valve, the patient suddenly became symptomatic with dyspnea (new york heart association functional class iii). Transthoracic echocardiogram revealed reduced aortic valve leaflet motion, a mean pressure gradient of 56mmhg, and a aortic valve area of 0.7cm2. The findings were confirmed by a transesophageal echocardiogram. Transesophageal echocardiogram revealed huge obstructive thrombus attached to the valve. Warfarin therapy was started to achieve a target inr of 2.0 to 3.0. After forty (40) days, the patient was totally asymptomatic. Control transthoracic echocardiogram revealed normal function of the aortic valve prosthesis with a mean pressure gradient of 13mmhg.

Manufacturer narrative:
Ertas g, betul erer h, memet, ersek s. Early lotus transcatheter aortic valve thrombosis. Interventional cardiology (2017) 9(3): 113-115. B3 date of event : the first day of the year the article was published was used as an estimate. E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported via journal article that lotus valve thrombosis occurred. A 23mm lotus valve was successfully implanted. After an uneventful post operative period, the patient was discharged on day 3 on 100 mg aspirin and 75mg clopidogrel. The patient was advised to stop clopidogrel after 3 months. Two months following the implant of the 23mm lotus valve, the patient suddenly became symptomatic with dyspnea (new york heart association functional class iii). Transthoracic echocardiogram revealed reduced aortic valve leaflet motion, a mean pressure gradient of 56mmhg, and a aortic valve area of 0.7cm2. The findings were confirmed by a transesophageal echocardiogram. Transesophageal echocardiogram revealed huge obstructive thrombus attached to the valve. Warfarin therapy was started to achieve a target inr of 2.0 to 3.0. After forty (40) days, the patient was totally asymptomatic. Control transthoracic echocardiogram revealed normal function of the aortic valve prosthesis with a mean pressure gradient of 13mmhg.